Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up to find the infusion set tubing disconnected from patient line at the luer lock. The customer believes that it was disconnected at the luer lock due to rolling over while sleeping. The customer's blood glucose level was 350 mg/dl with trace ketones and it was addressed with an injection as well as changing supplies to resume insulin delivery.